Event description:
It was reported that the ilet user performed a supply change with an inset 6 mm, 23-inch infusion set and did not remove the adhesive cover, which prevented the infusion set from adhering and led to an incorrectly deployed set. No reported symptoms or adverse clinical effects. Outcomes included troubleshooting and education completed with a site-only change guided by support. Investigation included technical review through user interview and troubleshooting. Investigation of this case revealed user handling error related to infusion set deployment and adhesion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and application.